Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly ruptured at 26atm. There was no reported patient injury.

Event description:
It was reported during an angioplasty procedure, the pta balloon allegedly ruptured at 26atm. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned for evaluation. A visual inspection found the outer layer to be peeled from the balloon throughout the balloons length. Additionally, a fiber disturbance was noted on the distal cone of the balloon. The device was inflated and water was seen exiting the balloon from a longitudinal rupture. Therefore, the investigation is confirmed for both peeled outer layer and fiber disturbance, as well as for a longitudinal rupture. The definitive root cause for the identified peeling of the outer layer, fiber disturbance, or rupture could not be determined based upon the available information. An investigation is currently open to address the peeling issue. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.